Manufacturer narrative:
The medical center returned the impella 5.5 pump for analysis and benchtop testing. The investigation revealed the cause of the pump stop to be blood ingress as a result of the broken purge sidearm. The failure mode will be monitored and trended.

Event description:
The medical center had an impella 5.5 running for hemodynamic support for 15 days when the purge sidearm failed, was bypassed, and eventually the pump stopped. The pump was explanted and not noted to be replaced. The patient survived the event.